Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received with insufficient cartridge weld. In addition, the staple stack was noted to be misaligned and one staple was jammed in the cartridge nose. No functional test could be performed with the device. It is possible that the insufficient nose weld caused the staples to misaligned. While no conclusion could be reached as to how the cartridge weld became insufficient, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a craniotomy procedure, the staples smooshed upon deployment. Another device was used to complete the procedure. There were no adverse consequences for the patient.